Event description:
Procedure: hemorrhoidectomy. According to the report: according to the surgeon's statement, the mylar ring was not properly cut, and the donut was not complete. The safety lock was broke. In addition, there was no green indicator visible when the anvil was fully closed. The pt was involved with injury, as bleeding between 300-350cc's had occurred. Surgery time was extended more than 30 minutes. The pt is recovering after a mass bleeding.